Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported of type ii endoleak with secondary endovascular procedure. There was no device failure rather there was a procedure related type ii endoleak to the inferior mesenteric artery (cautionary product use condition) that was successfully treated with endovascular coils. There were no other procedure-related harms detected. The final patient disposition could not be ascertain due to the lack of relevant medical information: there have been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017 a type ii endoleak with sac growth was discovered and the physician elected to monitor the patient. On (B)(6) 2017, the physician elected to coil the ima and the ileolumbars to resolve this reported event. There have been no additional patient sequelae reported.